Event description:
Doctor hit aorta with plasmablade during a case.

Manufacturer narrative:
(B)(4). Method: facility not returning product as event was not product related. Results: facility not returning product as event was not product related. Conclusion: facility not returning product as event was not product related. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.